Event description:
Livanova deutschland received a report that, during maintenance, the electrical remote-controlled tubing clamp displayed alarm meaning timeout (e117) in the scp system. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. The e117 alarm is found when the scp control panel is turned on. The presence of oxidized material is observed in the connector and it does not allow correct operation even after having thoroughly cleaned all the connections. The erc clamp has also broken pin, not in the correct position in its seat. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: through follow-up communication with the livanova field service representative in charge of the device inspection, it was learned that the affected unit is not repairable. A new unit will be installed at the customer site. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
According to the complaints database review, no further issues have been submitted for this unit since its installation in 2016. Based on the collected information, the specific faulty component that led to this issue cannot be determined. The wearing of electro-mechanical devices, that can be originated by the specific use conditions at customer's site, may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.